Manufacturer narrative:
The lot number for the device is unknown. Therefore, a review of the device history records could not be performed. The filter remains implanted. Therefore, device evaluation could not be performed. The investigation is currently underway.

Event description:
It was reported that during a scheduled retrieval, imaging demonstrated that one leg of an ivc filter had fractured and was positioned at the same level of the filter. Reportedly, clot was observed within the apex of the filter. Therefore, retrieval of the filter was not performed. An attempt to retrieve the detached filter limb from the patient was not performed. The patient is asymptomatic.